Manufacturer narrative:
The field service engineer determined the issue was caused by the ise tubing. The tubing was replaced. Precision studies were performed. Ise calibrations and controls were run; results were accepted. The sample centrifugation time was too short. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the na+ electrode on a cobas integra 400 plus. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 20 mmol/l. The reporter replaced the na electrode and repeated the sample. It resulted with a repeat na value of 140 mmol/l. The repeat result was believed to be correct. The na electrode lot number and expiration date were requested, but not provided.